Event description:
It was reported, the patient had an infection after implant at the battery site in their right upper hip. The patient was given antibiotics and the infection resolved. Event was noted as resolved without sequelae.

Manufacturer narrative:
Product ID 97792, lot# n358102, implanted: 2013 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).